Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. Her blood glucose level was 600 mg/dl. She received a failed battery test alarm after inserting a new battery. The product was not returned. Nothing further to report.